Event description:
Customer reported that the camera head was being setup for a shoulder arthroscopy decompression when the picture was completely blank. The surgeon had to do an open procedure to complete the case. Surgery was completed successfully.